Event description:
Seven minutes into dialysis treatment in the ICU at hospital, this pt experienced shortness of breath, and o2 saturation decreased to 90%. The pt's primary nurse (hospital staff) was called to bedside and was present when shortness of breath became worse, o2 sat decreased to 86%, and the pt became unresponsive and stopped breathing. Pt was taken off dialysis machine and a code was initiated. Ccu physicians were at bedside. Pt subsequently died the next day with cause of death reported as cardiac arrest. The dialysis machine had passed self test prior to use. This was the first use of the machine on this date. Machine was pulled for technical examination. Inspection detected no problems and machine was released for use six days later. This event was reported to the manufacturer of the dialysis machine b. Braun and bloodline (medisystems) and dialyzer (fresenius).